Event description:
It was reported that the customer went to the emergency room (ER) for due to low blood (bg) level of 40 mg/dl. Cause was unknown. Reportedly, the customer had blood work performed and no additional treatment. Prior to going to the ER, the customer reportedly consumed carbohydrates to address the lowered bg. Customer was discharged 3 1/2 hours later with no permanent damage. Tandem technical support performed a system check and determined that the pump is functioning as intended. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the correction factor and having a carbohydrate ratio setting that was too high on the pump settings requiring adjustments. Customer consumed glucose tablets to address bg. Customer updated the correction factor and carbohydrate ratio setting to address the event. Reportedly, the customer had blood work performed and no additional treatment. Prior to going to the ER, the customer reportedly consumed carbohydrates to address the lowered bg. Customer was discharged 3 1/2 hours later with no permanent damage. Tandem technical support performed a system check and determined that the pump is functioning as intended. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.